Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing low blood glucose. Blood glucose levels were 51 mg/dl. Customer stated they did not use auto mode. Customer performed displacement and self-test and both passed. The insulin pump will not be returned for analysis.